Manufacturer narrative:
(B)(4). User facility data is unavailable. A visual, functional and dimensional inspection could not be conducted since the device is not available for evaluation. There are no other post market literature review events reported during this time frame (04/18/2015 to 04/18/2016) for ez-io patient complications for this catalog number. No lot number was provided and therefore no review could be performed. There was no sample available for investigation and the complaint could not be confirmed. Based on the available information, there is no suggestion of a device deficiency. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The information is submitted from a post-market literature review. The article describes a case where an adult patient received an intraosseous (io) catheter placement which may have extravagated resulting in vascular compromise which was reversed with pharmacologic intervention. Description of event: the io catheter placement was confirmed with aspiration and ability to flush, and the catheter was secured with an ez-stabilizer. Infusions of dopamine and norepinephrine mmhg. Were titrated to stabilize the patient's mean arterial pressure. In the micu a (cvc) was started and the norepinephrine infusion was switched to the cvc. In the micu (no time noted) the rle was found mottled, cold and with doppler, lacked both dorsalis pedis and posterior tibialis pulses, but had a palpable femoral pulse. Authors hypothesized the io catheter may have dislodged in transport resulting in extravasation of vasopressors into the soft tissue, causing vasoconstriction of the circulation. Treatment included application of 2% nitroglycerin ointment to the rle skin and phentolamine 5 mg injected into the io catheter and the catheter was then removed. Injections of 2.5 mg verapamil and .2 mg nitroglycerin were given, via bolus , into the patient's right common femoral artery. The symptoms improved "within minutes", with dissipation of the mottling, and presence of a palpable pedal pulse with doppler color flow present in affected vessels.